Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. Customer's blood glucose level was 150 mg/dl. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer performed self-test and alarm occur during self test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Insulin pump trace download confirmed hardware low-level failures, problem isolated to the keypad. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.